Event description:
A distributor for intuvie received a call from a patient who reported they had to keep adjusting the medication bag or else the pump would beep at them every 10 minutes. The pump screen still showed 55 hours left and the patient says they were scheduled to go back in tomorrow. The clinicians at the facility will need to look at her timing on that. Medication being infused was unknown no patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.